Event description:
The customer reported the system experienced communication errors. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface cable and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.